Event description:
The customer reported that the adc librelink application kept freezing, and therefore the customer could not scan sensor. As a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who provided oral glucose for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. As it is unknown if customer was using ios or android operating system, model no has been provided for android operating system. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and freestyle libre 2 apps the device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the adc librelink application kept freezing, and therefore the customer could not scan sensor. As a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who provided oral glucose for treatment. There was no report of death or permanent injury associated with this event.